Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: scoliosis fusion from t10 to the iliac crest performed. Several months postop several loosened set screws forced revision of the construct. Ap and lateral views of the lower construct show set screws have come loose at s1 bilaterally and at least one side of the iliac screws. The upper portion of the construct is not visualized.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t10-iliac. Approximately 5 months post-op, it was found that setscrews had loosened. At 8 months post-op the patient became symptomatic. At 13 months post-op, the patient underwent a revision surgery to remove the hardware. No additional patient complications were reported.